Manufacturer narrative:
H10: the actual device was not received for evaluation. The visual inspection did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h dialyzer, the patient experienced chest tightness and shortness of breath. The patient was treated with diphenhydramine. At the time of this report, the symptoms were improved. No additional information is available.